Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of multiple reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Event description:
It was reported that the customer's reservoirs were leaking. The customer reported the leaks were past the second o ring and there was an air bubble in the reservoir. The customer's blood glucose level was 105 mg/dl. The product will be returned. Nothing further to report.